Event description:
Complainant alleged that the autopulse resuscitation system displayed user advisory ua 41 (patient temperature sensor failure) and ua 18 (max take-up revolutions exceeded) messages during a morning shift check. Complainant also indicated that it is unknown if the user advisories were able to be cleared however, the autopulse platform could not be re-started. There was no report of any patient involvement. No additional details were provided.

Manufacturer narrative:
Autopulse platform with s/n (B)(4) was returned for evaluation. A review of the archives indicated that user advisory 18 (max take-up revolutions exceeded) occurred on (B)(6) 2013 and the reported complaint date of (B)(6) 2013. User advisory 41 (patient temperature sensor failure) was also observed to have occurred on the reported event date of (B)(6) 2013. Functional testing of the returned platform was performed and a ua41 was encountered. Additional testing was performed and found that the temperature sensor was not performing within specification. In summary, the reported complaint of ua 18 and ua 41 errors occurring were both confirmed through review of the archive and ua41 was also observed through functional testing. The temperature sensor was replaced which remedied the problem. The platform underwent and passed all final functional testing.